Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A healthcare provider later reported that the cause of the event was the ¿catheter against cord¿. The location of the catheter issue was at the pump-catheter connection. An MRI/x-ray was normal. A revision occurred. The patient¿s signs and symptoms associated with the reported event included ¿parasthesias (illegible)¿. The patient required hospitalization and their outcome was no injury.

Event description:
It was reported that the patient was scheduled to have an MRI because they were ¿worried that the catheter was in the spinal cord¿. The patient was having spinal fluid leakage. The spinal fluid leakage occurred during surgery. They further clarified that they thought the catheter was positioned wrong and causing fluid leakage. The patient had a little ¿extravagation, like a bump at the lumbar puncture site¿. The medication used within the system was dilaudid.

Manufacturer narrative:
(B)(4).